Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Reportedly, due to the elevated blood glucose level, the customer was nauseous and vomiting. The customer had taken no action to treat the bg level. Customer to replace supplies as necessary and resume insulin.